Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No delivery anomaly noted or bubbles on the reservoir noted during our testing. The insulin pump functioned properly. The insulin pump was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm absent of no delivery. Customer's blood glucose at time of incident was 393 mg/dl. Customer is able to perform the high pressure test and it failed. Customer repeated the high pressure test and it failed for the second time. Customer was advised that the pump will need to be replaced and revert to backup plan until replacement arrives.